Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended.

Event description:
Customer reported an intermittent black image on the thumbnail screen. No patient injury was reported.